Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1293678, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the q-syte was attached to a syringe containing media. Throughout the video, liquid can be seen coming from the vent hole as the q-syte was flushed. This indicated that there could be a tear in the q-syte septum column wall or bottom disk. Therefore, based off the provided video the engineer was able to verify the reported defect. However, without a physical sample available for dissection a definitive root cause could not be determined since the engineer could not identify exactly were the tear was.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: the head nurse of the day ward reported that q-syte joint breakage was found in the process of infusion for patients, leading to fluid leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: the head nurse of the day ward reported that q-syte joint breakage was found in the process of infusion for patients, leading to fluid leakage.